Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer received a no delivery alarm on their insulin pump. The patient's blood glucose level was unknown at the time of the call. The customer stated they were going to be delivered a replacement pump the next day but that they had turned off the pump because it was vibrating too much. The customer was advised to revert to manual injections until the replacement pump arrives. No further information was provided.